Manufacturer narrative:
Supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during fill three of five that the cycler alarmed with a heater bag error. While trying to clear the alarm with assistance from technical support the patient discovered a leak inside the cycler door. The patient discontinued treatment and was instructed to follow up with his pd nurse. He could not locate the source of the leak and could not see any damage to the cassette. The cycler set was discarded. Later follow up determined the patient had clear effluent without any signs of infection. The patient took prophylactic antibiotics. No adverse event reported at this time.